Event description:
Negative figures with no medical arguments. Zero redone but ineffective so fibre changed again.

Event description:
Negative figures with no medical arguments. Zero redone but ineffective so fibre changed again.

Manufacturer narrative:
Investigation : when the catheter is connected to the monitor, it displays a pressure of -32 mmhg in the open air (zero catheter made by the user on 03/10/23, it worked for a few hours). Visually, nothing can explain such a high pressure value in the open air, especially as the sensor membrane is clean. Doubts about the conformity of the zero procedure, so it is erased and a new zero procedure is performed. The catheter is then placed in a water column for over 48 hours, and responds perfectly to pressure changes (30 / 20 / 10 mmhg). Conclusion : returned catheter conforms, no malfunctions noted. Defect related to conditions of use before or after implantation/failure to perform zero